Event description:
It was reported that the patient presented post-implant procedure. Upon review, the atrial lead exhibited loss of capture, high capture threshold and p wave amplitude variation. X-ray imaging showed that the lead was dislodged. The lead was successfully repositioned on (B)(6) 2023. The patient condition was stable.